Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant check therapy electrode messages) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, the white pulse wire was open inside the trunk cable. The cause of the check te messages and incoming test failure is the open pulse wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A u.s. Distributor contacted zoll to report that a patient was receiving constant 'check therapy electrode' messages.